Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, due to damage on charged coupled device (ccd) unit, a noise image occurs during angulation in the up/down directions. This it is likely the following led to the malfunction: electrical/electronic component problem resulted in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During inspection it was found that a noise image occurs. There was no patient involvement.